Event description:
The customer called technical support (ts) and reported that the device has a stand latch that is damaged. Requesting part number for the quick latch on the new v60 stand. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided part number for the latch, quick release, v60 stand. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain information regarding repair and operational status; however, no response was received. A review of service history found no parts were ordered or service requested, and the case was closed. A supplemental report will be submitted if new information is received.